Manufacturer narrative:
Per the t:slim user guide never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge and infusion set, and did not disconnect from the infusion set while filling the tubing. Reportedly, the customer inadvertently delivered 10 units of insulin. Blood glucose level (bg) was impacted (66 mg/dl) and was addressed by drinking juice and eating glucose tablets. The customer was at school and the school nurse monitored bg level closely. Reportedly, bg levels were coming back up. Customer technical support (cts) advised that the contact and customer be retrained. The contact acknowledged. Customer's clinical diabetes educator followed up with contact who stated customer was doing well and additional training would be provided.